Event description:
It was reported that the patient had 2 devices in the past 2 years due to the first one reaching end of service (eos) after 30 days. No additional information was available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).